Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. The device has been received for evaluation. The data log was provided by the patient. The data was reviewed on 06/08/2016 and did not confirm the reported loss of connection. A follow-up report will be submitted once the evaluation is complete. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. A pairing test was performed and the test passed. The reported event of loss of connection was confirmed. The root cause was determined to be a defective transmitter.